Event description:
The customer reported being hospitalized due to high blood glucose of 597mg/dl and food poisoning. Troubleshooting was performed. The customer stated that after eating she fell sick and went to the hospital. The caller also mentioned that the cannula was bent. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. The caller declined to perform the high pressure test as she fell it was not a device issue. The customer stated having bent cannulas on regular bases, and she feels the sites are causing her glucose level to rise. Instructed the customer to remove the cannula, and it was bent, but not occluded. Reminded the caller to change the infusion set every two to three days. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.